Event description:
On (B)(6) 2014, patient had her second set of biomet total joint devices removed (installed in 2002) due to lack of jaw movement and bony ankyloses. (First set is installed in 1992 also removed for similar reasons). A third set of biomet devices were implanted following the removal in 2014. The patient requested that her second set of joints be returned to her either after biomet's analysis or following the conclusion of the 522 study. The patient requesting a copy of the engineering report from her second set of devices but was informed that senior management didn't feel she was educated enough to read it and they wouldn't provide it to her. She received a phone call from biomet informing her that she was no longer part of the 522 study and they would be returning her devices to her by mail. The patient indicated that she never asked or wanted to be removed from the study, however biomet removed her anyway. She received her devices in an envelope from biomet and currently has them in her possession. The patient informed biomet in 2015 that she was beginning to have issues with her third set of devices - intense pain that would come and go. The patient has not received any questionnaires or follow-up from biomet while having the second and third set of biomet devices. The patient is now facing another upcoming jaw surgery in early 2016 to try to determine what is wrong with her left biomet device. Patient's surgeon believes a screw may be loose based on her symptoms, however he is unable to confirm this using imaging as it is very scattered looking. Her surgeon is proposing removing the one screw from fossa and leaving it in with just two screws.